Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure coils removed due to problems") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("problems"). The patient was treated with surgery (essure coils removed due to problems). Essure was removed in 2015. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.